Event description:
It was reported that the programmer would not power on, and if it did, it came up "tilted/(blinking)." The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event, however, the main processing unit was replaced as a preventative. It was also noted that the stylus was out of electrical specification. Product ID: 2067 radio frequency programmer head; product ID: 229047 analyzer; (B)(4).